Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 5 years and 3 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details.

Manufacturer narrative:
(B)(4) = "large vegetation was seating on the leaflet of the mitral valve". Based on the operative report provided, the explant was due to mitral endocarditis. A large vegetation was seating on the leaflet of the mitral valve. The mitral valve was excised and a 33 mm edwards valve was selected. It should be noted that the previous valve had been a 31 mm bovine pericardial valve. Because of considerable scarring, much of the annulus was resected as the valve itself was resected. It should be noted that in the posterior location, there was appearance of an av groove disruption and considerable care was taken to re-approximate this area of the heart that separated at the level of the posterior annulus. After the valve was seated and no periprosthetic leak appreciated, the left atriotomy was closed over left ventricular vent. Two aortotomies were created and the proximal vein grafts were anastomosed to the aorta utilizing 6-0 prolene in a running fashion. The patent was weaned from cardiopulmonary bypass. It was at this point in time the transesophageal echocardiography documented no evidence of mitral regurgitation, but there was considerable aortic insufficiency. The patient became more hemodynamically unstable and developed more of a n ongoing pressor requirement, the decision was made to re-explore the patient with the intention of, in all likelihood, replacing the aortic valve. Cardiopulmonary bypass (cpb) was re-instituted. The aortic valve was exposed and the non coronary cusp and a portion of the left coronary cusp were tethered, presumably from the sutures from the mitral valve replacement. There was no way of salvaging this valve, so the left and right leaflets were resected and the annulus sized. A 21 mm edwards valve was seated without difficulty and tied into position. No periprosthetic leak could be identified and both coronary ostia was closed. The aortotomy incision was reinforced with bioglue because of poor tissue. Attempts were made to discontinue cpb, which are unsuccessful. An intra-aortic balloon pump was placed through the left groin and despite this again attempts to separate from cpb were unsuccessful because of the left ventricular failure. The decision was made to proceed with placement of a left ventricular assist device. After a total bypass time of 177 minutes, the patient was weaned from cpb and the ventricular assist device unit turned on. It functioned well with adequate decompression of the left ventricle. The patient was transported to the cardiac postanesthesia care unit in critical condition. On (B)(6) 2012, the patient was brought to the operating room for an attempt to wean the patient on the left ventricular assist device. The left ventricular assist device was slowly weaned down, and from a hemodynamic standpoint, the patient did not tolerate it. More specifically, the patient developed profound systemic hypotension, and transesophageal echocardiography documented the presence of severely decreased left ventricular function. Flows were turned back up on the left ventricular assist device. Two mediastinal drainage catheters were placed. All clot was evacuated from the mediastinum, and hemostasis was achieved. The patient was transported back to the cardiac postanesthesia care unit in satisfactory condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the subject device was not returned for analysis. Therefore, the infection source cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.